Event description:
A lawsuit alleges the patient sustained injuries "in 2006. These injuries were sustained as a result of a defective product." There is no allegation from a health care professional that the device caused the patient injuries.

Event description:
The patient sustained injuries "in 2006. These injuries were sustained as a result of a defective product." There is no allegation from a healthcare professional that the device caused the patient injuries. Attorney later alleges as a result of the lead, the patient "sustained and will continue to sustain severe physical injuries and/or death, severe emotional distress, mental anguish" and that the patient "has further suffered physical injuries and various physical manifestations of emotional distress associated with one or more of the following: the implantation, recall, failure, removal/replacement, and/or inability to have the defective sprint fidelis lead removed or replaced." Review of manufacturer's database verified patient's death. No allegation from a healthcare professional that the death was device related. Cause of death researched and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. The device is part of the advisory for this model. This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Our records indicate the patient expired more than one year ago. We have no information from a health care professional to suggest the death was device related. It is not known if the device was explanted post-mortem. The cause of death has been researched, but has not been received.